Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Visual inspection revealed two broken strain reliefs and it was also noted that a component was heard rolling around inside the power brick. Functional testing determined that the unit would no longer illuminate the led power indicator and the unit was found to be non-operational. The root cause of the malfunctioning ac power supply was determined to be the detachment of an electrical component from the printed circuit board inside the power brick. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply was not working.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4). Initial.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply was not working.